Event description:
A report was received that the patient developed an infection at the ipg pocket site. The symptoms were draining, redness and fever. The patient was prescribed antibiotics. The physician believes the patient has (B)(4). The patient's symptoms have cleared and the patient is reportedly doing well.

Event description:
A report was received that the patient developed an infection at the ipg pocket site. The symptoms were draining, redness and fever. The patient was prescribed antibiotics. The physician believes the patient has (B)(6). The patient's symptoms have cleared and the patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician feels that the infection was procedure related.